Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/18/2024, it was reported that the patient reported experiencing cgm inaccuracy ang fluctuating readings on her device. The cgm was reading between 298 to 300 mg/dl in the morning of the event. The patient self-treated with insulin and then the cgm reading was reading low (no time frame given). The patient had her breakfast and lunch and then the cgm reading went up to high. After that, the cgm readings decreased again to 50 to 60 mg/dl. The patient experienced loss of consciousness and was taken to the hospital by a friend. The cgm reading was low when the patient was at home and there was no bg value taken. At the hospital they took a bg reading which was 123 mg/dl and there was no cm value taken. The patient was treated with food, insulin and was treated for dehydration. The patient was admitted and they checked also her heart. It was reported that the patient took trulicity insulin 3.1, lantus, humalog insulin, solostar insulin 35 units in morning, 35 units in the evening (normal diabetes management medication). The patient was discharged the next day at 4 am. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.